Manufacturer narrative:
Investigation summary. With all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported event of a micro puncture was unable to be confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinders were visually inspected, leak tested and microscopically examined. Cylinder 1 had a large hole with broken fabric threads in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant; a leak was present. Cylinder 2 had a leak in the cylinder body that was a result of sharp instrument damage; a hole was present that was consistent with explant damage. Both cylinders were not pressure tested due to the leaks identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Product analysis was unable to identify device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the investigation conclusion code cause not established was chosen because the cylinders were identified have sharp instrument damage that was consistent to explant damage. The most probable cause for the micro puncture could not be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a micro puncture in the cylinder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the replacement surgery, the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue that the device did not work as expected due to a micro puncture in the cylinder, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a micro puncture in the cylinder could not be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a micro puncture in the cylinder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the replacement surgery, the event resolved.